Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving fentanyl (500 mcg/ml at 250 mcg/day) and baclofen (100 mcg/ml at 50 mcg/day) via an implanted pump. The pump was previously delivering morphine (10 mg/ml at 6 mg/day). The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that they were in a pocket revision case and moving the pump pocket due to discomfort. Per the reporter, the patient was big guy and he had a previous pocket revision (see manufacturer¿s report # 3004209178-2017-15935). Yesterday around 11:00 am the doctor changed the morphine in the pump to fentanyl and programmed a bridge bolus. The reporter did not have the session data file from the programming session, so it could not be determined if all of the old drug had cleared the internal pump tubing. At around 10:00 am this morning the bridge bolus was still in progress. Today the catheter was aspirated during the revision and they were trying to determine what needed to be primed. No further complications have been reported as a result of this event.

Manufacturer narrative:
Only adverse event should have been chosen on the initial MDR as there was no alleged product problem for the reported event if information is provided in the future, a supplemental report will be issued.